Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the product came in contact with the patient. The product did not break. It was reported that there was loosening of the lock nuts (breakoff screws), post-op. The patient had to undergo surgery again, wherein new lock nuts were used. No patient complication was reported after the revision surgery.